Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized on (B)(6) 2011 due an incident of hyperglycemia. Per the report the patient's blood glucose began to rise on (B)(6) 2011. She attempted correction via the pump and via sub-q injection. When she began to vomit and blood glucose read as "hi" on her meter she was brought to the ER. She was admitted and treated with insulin and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.